Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, displacement and compromised force sensor system tests. However, the insulin pump received was stuck in the motor error loop during bolus and basal delivery. The motor position encoder error alarm was not confirmed due to displayable history check failure which occurred on startup. The displayable history check failure alarms as a result of a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during the test. The insulin pump had minor scratches on lcd window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone motor position encoder error on insulin pump. Customers blood glucose reading was 22.4 mmol/l. Troubleshooting was performed. Customer does not recall any significant events leading to the motor error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.